Manufacturer narrative:
The device was returned to the authorized repair center. While the issue could not be reproduced, there was evidence of fluid invasion.

Event description:
During a procedure, the physician experienced loss of image. There was no reported consequence to the patient.